Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported through other company representative "rupture", "defective implant", "recall". Later patient reported "massive tear of one implant". Healthcare professional confirmed "ruptured". This record is for the right side. Device was explanted and replaced with non-abbvie device. Device will not be returned.